Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be cracked or crushed valve caused by incorrect air pressure setting. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter was leaking like it had a pinhole. Per follow up via mail on 11jan2023, it was reported that the leakage was in the inflation tube just past the check valve or fill port. Also stated that there was no adverse impact to the impatient other than the loss of the product.

Event description:
It was reported that the catheter was leaking like it had a pinhole. Per follow up via mail on 11jan2023, it was reported that the leakage was in the inflation tube just past the check valve or fill port. Also stated that there was no adverse impact to the impatient other than the loss of the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.